Manufacturer narrative:
Follow up #1 submitted: 08/21/2013. Animas has conducted a review of the device history record for this pump and confirmed that it was operating within required specifications at the time of release.device evaluation: on examination, the keypad was intact without damage. On investigation, all the keypad buttons had intermittent response and required multiple presses to evoke a response with the up arrow and contrast buttons requiring increased force. The keypad cover was removed for investigation and revealed contamination under the contacts of all the buttons.

Event description:
On (B)(6) 2013, the distributor contacted animas, alleging a button/keypad (tactile changes/unresponsive) issue. It was reported that the up arrow, down arrow and ok keypad buttons were unresponsive. This complaint is being reported because the reported issue was not resolved with troubleshooting. There was no indication that the product caused or contributed to an adverse event.

Manufacturer narrative:
The pump has not been returned to animas for evaluation. If the device is returned, an evaluation shall be completed and a supplemental report will be filed. No conclusions can be made at this time. (B)(6).